Event description:
The user facility reported, the housing can't be closed during inspection. The broken housing could cause the non-sterile battery to be exposed to the sterile field. No medical intervention, no delay and no adverse consequences. On 12/12/2019, the manufacture service technician observed a weld fracture.

Manufacturer narrative:
The reported event was confirmed. The technician observed the weld was compromised.

Event description:
The user facility reported, the housing can't be closed during inspection. The broken housing could cause the non-sterile battery to be exposed to the sterile field. No medical intervention, no delay and no adverse consequences. On 12/12/19, the manufacture service technician observed a weld fracture.